Event description:
Pt had a cyberonics vagus nerve stimulator implanted approx two years ago. He went to dr with pain in their leg. Dr referred pt to hosp. The drs and nurses in the ER were performing tests on pt while they were waiting on a room to open so that they could be admitted. Pt showed the hosp personnel the card that they were given to inform medical personnel that they had a vagus nerve stimulator implanted. Pt who was being admitted for tests, suddenly passed away. Although family was told that the EKG had shown no indication of a heart problem, the cause of death was listed as a heart attack. Family is writing this letter to request that the vagus nerve stimulator be evaluated more extensively. Pt experienced problems with this device the entire time they had it. Pt had to sleep in a chair because they were too uncomfortable while lying down. Also, family feels that the vns contributed to pt's death. Several reports that family has read indicate that certain medical equipment can cause the vns to overheat and would cause the pt to lose oxygen. Pt's face "blew up" and turned black which indicates that their oxygen was cut off.

Event description:
Add'l info rec'd from MFR 9/27/02: cyberonics was not notified of this event until they received the questions from FDA's office with an attached voluntary report. MFR notified the physician of record to obtain more info regarding the pt's history and cause of death. Physician spoke with coroner's office. He stated "death seems natural to him; although precise reason for sudden decline is unk." A provisional diagnosis was listed as acute cardiopulmonary arrest. Cyberonics has not received any reports of the device overheating and causing a pt to lose oxgyen. MFR believes the family may be referring to the diathermy notification that cyberonics sent to pts in 8/01. Cyberonics notified pts that diathermy therapy may cause the device to heat. However, cyberonics has never had a report of this happening. The primary reason for the pt notification was due to adverse events concerning another MFR and their deep brain stimulator. Additionally, diathermy was added to the vns pt's manual as a contraindication.